Manufacturer narrative:
Upon mayfield head holder adapter visual inspection it was noticed that the part was not sufficiently lubricated due. Investigation indicated that this specific part was within scope of the affected devices subject to a field action related to lubrication issues. The internal reference for this field action is (B)(4). A replacement of the defective mayfield head holder adaptor was carried out for this customer.

Manufacturer narrative:
The mayfield head holder adaptor has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Prior to the surgery, with no patient involved, medtech field service engineer noted that the mayfield head holder adaptor was stuck and unable to move. Medtech field service engineer applied grease on the part which enabled to loosen it. The mayfield head holder adaptor was then used successfully during the case. Following surgery, medtech field service engineer noted that the mayfield adaptor was again stuck.